Event description:
A malfunction was reported with the insulin pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level as it was recorded at 8.2 mmol/l. Technical support assisted the customer in resetting the pump, and the issue did not recur, allowing the continued use of the pump. Later, upon recurring reports of the same malfunction, a replacement pump was authorized. The customer was instructed on using a backup insulin pump and given guidance on returning the faulty pump with a pre-paid label.